Event description:
This is a solicited report by a physician with supplemental information from a nurse from (B)(6) of acute peritonitis with culture positive for bacteroides, clostridium, and corynebacteria species; relapsing peritonitis; secondary hyperparathyroidism; gastrointestinal tract hemorrhage; and post hemorrhagic anemia; in a (B)(6) male patient coincident with extraneal viaflex therapy. In (B)(6) 2004, the patient began continuous ambulatory peritoneal dialysis (capd) treatment with unspecified solutions. On (B)(6) 2007, the patient began treatment with extraneal viaflex, 2l (frequency and lot number not reported), intraperitoneally (ip) for diabetic nephropathy. On an unreported date in (B)(6) 2010, the patient experienced acute peritonitis and was hospitalized. Information on treatment rendered, and outcome were not reported for the event of acute peritonitis. On an unreported date in (B)(6) 2010, the patient experienced gastrointestinal tract hemorrhage and post hemorrhagic anemia. Information regarding treatment rendered and outcome were not reported. On unreported dates, the patient experienced relapsing peritonitis and secondary hyperparathyroidism. Treatment received and outcomes for the events of relapsing peritonitis and secondary hyperparathyroidism were not reported. On (B)(6) 2010, extraneal viaflex was withdrawn and the patient was transferred to hemodialysis. On (B)(6) 2010, the patient underwent a laparoscopy (reason was not reported). The results of the laparoscopy were reported as "an inflammatory looking adhesion of a part of the small intestine with abdominal wall in right midabdomen was detected." After detection of a catheter tip in right douglas, the 4cm long piece of the capd-catheter was removed. On an unreported date in 2010, the patient was discharged from the hospital, and extraneal was resumed for continuous ambulatory peritoneal dialysis (capd). The physician did not provide a causality assessment for the events of acute peritonitis with culture positive for bacteroides, clostridium, and corynebacteria species; relapsing peritonitis; secondary hyperparathyroidism; gastrointestinal tract hemorrhage; and post hemorrhagic anemia in relation to extraneal viaflex.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.